Manufacturer narrative:
Continuation of d10: product ID: 37082-60, lot#serial#: (B)(6), explanted: on (B)(6) 2026, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37082-60, serial/lot#: (B)(6), ubd: 19-feb-2018, UDI#: (B)(4), b3: event date is currently unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was receiving shocks from device, when replacing the device and lead today the extension lead was seen to be fractured. Nothing was noted to have contributed to the issue. A new lead and implant were implanted and the extensions were removed, and the issue was noted to be resolved at the time of report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they were not sure when the device first started causing shocks but believed it been months if not years.